Manufacturer narrative:
Additional information: d9, h3, h6 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. Touch screen test failed. An internal inspection of the cycler found evidence of an internal short and scorch marks present on transformer (t1) of the ¿inverter board¿. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. The cycler passed a system air leak test and balloon valve action test. The cycler passed a simulated treatment (post-accelerated stress test) for 2 hours and 15 minutes with 8500ml. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short of the transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support to report waking up to a drain complication encountered warning on the liberty cycler. A burning smell and blank screen were also reported. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, the patient stated they observed a burning smell and smoke coming from the machine. No sparks or fire were noted. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contact called fresenius technical support to report waking up to a drain complication encountered warning on the liberty cycler. A burning smell and blank screen were also reported. The fresenius technical support representative issued a replacement cycler to resolve the problem and advised to discontinue using the machine. There was no patient harm or adverse event, and no medical intervention was required. Upon follow up, the patient stated they observed a burning smell and smoke coming from the machine. No sparks or fire were noted. The patient was trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed and completed peritoneal dialysis treatment using manuals. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues. The cycler is available to be picked up as scheduled to the manufacturer for physical evaluation.